Manufacturer narrative:
(B)(4) device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 2- lumen catheter that appeared typical but used. Adhesive residue and yellowing was observed on the catheter body and extension lines. Microscopic examination revealed a hole in the catheter between the 17 and 18 cm marks near one seam and a defect was observed exactly opposite the hole near the other seam. The damage appears to be from a tool such as tweezers. No other defects were observed. Leak testing was conducted and a leak was confirmed from the observed hold before reaching 40 psi. A review of manufacturing records did not yield any relevant finding. The provided instructions state to prepare the catheter for use by flushing each lumen and cautions the user not to suture directly to the outside diameter of the catheter and not use scissors to remove the dressing to minimize the risk of cutting or damaging the catheter. The customer did not report if the catheter was flushed prior to use. Since the report indicates the catheter was found damaged while in use and the catheter was yellowed and has adhesive residue indicating use, operational context appears to have caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use, solution leakage from the insertion site was found. As a result, the catheter was removed and a new catheter was used. The user checked the removed catheter and found there was a hole on the catheter at around 17 - 18cm from the tip. There was no reported delay, death, or complications to the patient as a result of this occurrence.